Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a saline leak occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink¿ plus was advanced to treat the target lesion. During procedure, "everything seemed to be fine but it did stall out a bit". When it began to stall, the red light came on. The physician was done with the device and the procedure at that point and elected to remove the burr using the dynaglide function. Upon removal, a tiny pin hole leak was found in the catheter. No patient complications were reported and the patient's status is fine.